Event description:
It was reported that bd ultra-fine¿ ii 3/10ml insulin syringe experienced deformed stopper. The following information was provided by the initial reporter: this is a report about a damaged stopper of syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the stopper was found to be disfigured before use. The returned syringe was examined and exhibited a deformed stopper in the barrel. Unable to perform DHR check for stopper damaged due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. Image of the returned syringe was examined and exhibited a deformed stopper in the barrel.

Event description:
It was reported that bd ultra-fine¿ ii 3/10ml insulin syringe experienced deformed stopper. The following information was provided by the initial reporter: this is a report about a damaged stopper of syringe.